Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received a vibratory alert. The device was found to be in backup vvi. When the device was interrogated, it was found the backup vvi was due to eol. The physician suspected premature battery depletion. The device was explanted and replaced with no complications. The patient was stable.

Manufacturer narrative:
The reported event of bvvi was confirmed in the lab. The cause of the field event of bvvi was due to two consecutive event queue overflow occurring within 32 seconds, which resulted the device to enter backup mode. The cause of event queue overflow was determined to be the integrated circuit (ic) in rf module. Interrogation of the device revealed the device was above the elective replacement indicator when received. The product code was downloaded and the device was tested on the bench. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected.